Event description:
The customer reported that the system displays a communicate failure error. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 and ps2 power supplies were replaced during the service call. The system was tested and found to be working as intended and put back into service.